Event description:
Stopper mechanism did not work. During the surgery, when the surgeon was reaming the bone, the fixation sleeve slipped on the reamer. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the complained fixation sleeve shows several signs of wear and tear due to use; the angle is rounded as result of wear. This complaint was deemed valid and an internal action has been initiated to address this issue. As a response, a material change was initiated.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Placeholder.